Event description:
It was reported to philips that the system froze, preventing geometry. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system froze when lowering the flat panel detector. The system was in clinical use for a cardiac arrhythmia electrophysiological examination, which was completed by restarting the system. A philips remote service engineer (rse) reviewed the log file remotely and identified application errors related to detector movement. A philips field service engineer (fse) inspected the system on-site and replaced the mvr low power board. However, the issue persisted. The fse replaced the detector's shift motor and clea extension board, which resolved the reported issue. After the replacements, the system was returned to use in good working order and ready for clinical use. The clea extension board was returned for further analysis. Functional testing was performed, and no failure was observed. Further analysis of mvr power board and detector shift motor was not possible as the parts were unavailable. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system and the procedure was completed. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore concluded this event to be not reportable.